Event description:
During episode of cardiopulmonary arrest, device was used to defibrillate pt. Staff reported monitor screen went blank while unit was in use. Immediately set aside and utilized back-up unit. Evaluation of unit post event indicated identical happening. While unit was "on" and at rest, screen went blank. Image/tracing returned after unit was turned off/on again.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: electrical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.